Event description:
Additional info: received voluntary medwatch form customer which states "patient presented with lon history of migranes; possible vertebral artery dissection per outside mra. Diagnostic cerebral angiograph performed, using perclose to close entry site. Discharged in 2000 and readmitted same day for worsening headache. Discharged and presented to ed in 2000 with complaint of pain and numbness right lower exremity since procedure. Surgeons found palpable thrombus proximal to perclose stitch in 2000. Repaired with dacron graft."

Event description:
Received the following add'l new info from medical records: in 2000, post procedure, the right groin was documented to have minmal blood on the bandage and no hematoma. The following day, it was documented that there was no new bleeding or hematoma at the right groin. There was old blood on the bandage. The pt was documented to be doing well and was discharged. The same day the pt was readmitted to the hosp at 1632 for intractable headache. The procedure site was documented as clear, no erythema and no bruits. The groin was clean, dry and intact. No hematoma. Peripheral pulses were palpable x4. The pt was discharged the next day at 1930 and instructed to see their physician the following month. The pt had a readmission for two and a half months for wound infection and multiple complications. Add'l info has been requested for this admission, but has not been received.

Event description:
Report received the following info: in 2000 the pt underwent a cerebral arteriogram for migraine headaches. During the course of treatment the pt had infection, increased blood clotting tendencies, cushingoid features and chronic regional pain syndrome. No other info has become available.

Event description:
Additional information: received voluntary medwatch from customer which states "patient presented with long history of migraines; possible vertebral artery dissection per outside mra. Diagnostic cerebral angiograph performed, using perclosed to close entry site. Discharged 8/22/00 and readmitted same day for worsening headache. Discharged and presented to ed 9/01/00 with complaint of pain and numbness right lower extremity since procedure. Surgeons found palpable thrombus proximal to perclose stitch 9/02/00. Repaired with dacron graft."

Event description:
The initial report submitted by abbott laboratories states in section h.10 "the device was not returned and there was no lot info. Co is not able to perform an investigation in this case. Co is not able to establish a root cause based on the available info." Abbott laboratories has no record of a return of this device to date.